Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as rptr. Customer called to report a blood leak that was noticed on the pump deck, just after the initial purging air phase had been completed. Customer stated the leak appeared to be from near the area of the system pressure dome, but she was not able to tell specifically which section of the disposable kit had leaked. The treatment was aborted. This was not a blood prime procedure. Customer stated no unexpected air was observed in the kit. Customer stated a blood pump error alarm occurred while they were cleaning up the blood leak on the pump deck. Customer will return product for investigation.

Manufacturer narrative:
Batch record review of lot b328 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and two add'l complaints for pressure dome leak were reported to date for this lot. The returned kit was rec'd for analysis and a problem with the kit cannot be confirmed. The major components of the kit had been cut away from the pto and their lines clamped before the kit was sent for examination. There were no obvious signs of a blood leak in the kit when it was pulled from its packaging and examined. The diaphragms of the 3 pressure domes were all fully seated on their respective pressure dome body were all fully seated on their respective pressure dome body and there were no signs of a blood leak on any of the pressure domes. The return and collect pressure domes were pressure tested for leaks and no leaks were found. The customer's complaint was not confirmed and no root cause could be determined. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).